Event description:
It was reported that the coil cap detached from an intermate elastomeric device prior to filling. This event did not involve a patient. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot number 12j062 was manufactured september 26, 2012 - september 27, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. The visual inspection confirmed this condition. The fill port was detached from the device. The cause was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.